Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged low glucose overnight while using the ilet system, with data showing hypoglycemia from early morning hours despite an automated basal suspend the prior evening; subsequent follow-up revealed the user had administered tresiba and novolog injections in addition to wearing the pump, and education and troubleshooting were provided, including recommendations to remove injection supplies and reinforce pump-only therapy. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery at home. Investigation included review of device downloads, user interview attempts, and education on pump principles. Investigation of this case revealed that concomitant use of long- and rapid-acting insulin injections while on the ilet likely led to excess insulin exposure, with no evidence of device malfunction or alarm failure, and the device¿s automated suspend feature functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy management error leading to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.